Event description:
A pt was receiving dialysis using the baxter meridian machine with pre-pump arterial blood chamber tubing with a psn210 dialyzer. The pt was being accessed using an ash catheter. There were frequent alarms due to arterial pressure being low which caused the arterial chamber to empty out and air to enter the dialyzer. All of the connetions on the tubing and dialyzer were secure. Air entered the venous chamber and past the air bubble detector. This went unnoticed by the nurse as there was no "air in blood" alarm. During the time that the baxter meridians were used in their facility there were several times in which air/foam moved passed air detector and was caught in the venous line before reaching the pt. When the MFR was notified, the tech support staff stated that the meridian was not equipped with a foam detector, only an air bubble detector.